Event description:
On 5-4-00, the account reported an axsym b-hcg result of less than 2 mlu/ml. The sample has been run undiluted and gave an error code. The sample was repeated at a 1:200 dilution and the result was less than 800 mlu/ml. The account reported the result as less than 2 mlu/ml. The sample was repeated with error codes. A final 1:10 dilution gave a result of 8935.6 mlu/ml. There was no adverse impact to patient management reported.